Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a 74 year old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the cp for coronary angioplasty procedure. On day 13 of support, the patient was bridged to impella 5.5, which was inserted via right axillary artery. On day 10 of 5.5 support, the patient's plasma free hemoglobin was 160 and trending upward. The elevated plasma free hemoglobin was attributed to the patient's ongoing clinical factors, as well the patient was on ECMO support and dialysis. Renal failure and hemolysis are known potential adverse events of the impella 5.5 per the instructions for use.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not established as no product or logs were returned and insufficient information was provided. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d4 catalog number updated. D1 brand name updated. Additional information was provided which stated that the device was not available for return.